Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Claus g. Roehrborn, dallas, mark rochester, norwich, neil barber, frimley, brian mazzarella, austin, christopher cantril, san antonio, bilal chughtai, arnold cinman, jeffrey schiff. Benign prostatic hyperplasia: surgical therapy and new technology ill. The journal of urology. Vol. 211, (5s): 752-753.

Event description:
It was reported to boston scientific via an article published in the journal of urology that a prospective study was conducted to compare patient status after treatment of benign prostatic hyperplasia (bph) patients with prostatic urethral lift (pul) and water vapor thermal therapy (wvtt). This is a preliminary analysis of the data gathered through sept 2023. From a total of 33 patients treated with rezum, 9 had a deferred urinary catheter placement and 4 of the 9 had urinary retention within 1 year after the procedure catheter was needed again within one year of the procedure.

Manufacturer narrative:
Correction to field b3: date of event. Correction to field b5: event or problem. Correction to field h6: impact codes. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Claus g. Roehrborn, dallas, mark rochester, norwich, neil barber, frimley, brian mazzarella, austin, christopher cantril, san antonio, bilal chughtai, arnold cinman, jeffrey schiff. Benign prostatic hyperplasia: surgical therapy and new technology ill. The journal of urology. Vol. 211, (5s): 752-753.

Event description:
It was reported to boston scientific via an article published in the journal of urology that a prospective study was conducted to compare patient status after treatment of benign prostatic hyperplasia (bph) patients with prostatic urethral lift (pul) and water vapor thermal therapy (wvtt). This is a preliminary analysis of the data gathered through sept 2023. The primary endpoint of this analysis looked at the portion of patients who were catheter-independent at 3 days post-op through 7 days post-op. A total of 33 patients were treated with the rezum system. Following the procedures, 9 of the 33 patients failed the primary endpoint because they required extended catheterization. Of these 9 patients, 6 patients were not catheter independent at 3 days post-op and 3 more patients were not catheter independent by 7 days post-op. Additionally, 4 out of the 9 patients who failed the primary endpoint and recurrent catheterization by 365 days post-op. Within 1 year of treatment, 1 patient required surgical retreatment.